Event description:
It was reported the patient was wrestling with her son shortly after her last revision and felt the leads get pulled on when she fell off her bed. The patient had stimulation in the wrong location. Impedance testing, x-rays, and reprogramming were performed. It was unknown if actions were required as a result of the event. It was noted the issue was not resolved. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reportedthat impedance checks were within normal range. It was noted that an x-ray showed some movement of the leads. It was further noted that one lead moved down and the other lead moved lateral. The reporter stated they think the leads moved when the patient fell after wrestling with their son. It was noted the patient was having unrelated surgery for an acl repair and then the patient will see their healthcare professional to determine if they want to have the leads revised. It was noted the manufacturing representative was able to reprogram the patient's implantable neurostimulator (ins) and get some areas of stimulation where the patient needed. It was further noted the patient was using the ins with some relief, but they were still missing stimulation in their lower back. Additional information was requested, but was not available as of the date of this report.